Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 2 years and 10 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced recurrent streptococcus sanguinis bacteremia with probable vad pump infection. Original bacteremia was thought to be from an abscessed tooth. Blood cultures were positive. Oral antibiotics were initiated. Then the patient was transitioned to antibiotics infusion. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported event could not be determined conclusively through this evaluation. The patient remains ongoing on the left ventricular assist system (lvas) support and no further related issues have been reported. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.